Event description:
The accounts maintenance stated that the bed functions work, but the bed functions only move an inch at a time, no matter button he uses, up, down, left or right.

Manufacturer narrative:
The account replaced the graphical caregiver interface (gci) to repair the bed.